Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-video sample noted one opened (without original packaging), used ureteral stent. Visual inspection of the video sample noted that the stent was stretched, and one end of the pigtail was broken. This does not meet specification per (B)(4), revision 11 which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted". Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, ureteral stent was left in place after stone removal surgery, stent was damaged. The stone had been in the patient's body for less than a month and was currently quite serious, requiring holmium laser lithotripsy. As per follow up information received via ibc on 28 aug2025, stated that, the hospital had currently reported about 10 cases of long stones related to stents.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, ureteral stent was left in place after stone removal surgery, stent was damaged. The stone had been in the patient's body for less than a month and was currently quite serious, requiring holmium laser lithotripsy. As per follow up information received via ibc on (B)(6) 2025, stated that, the hospital had currently reported about 10 cases of long stones related to stents.

Event description:
It was reported that, ureteral stent was left in place after stone removal surgery, stent was damaged. The stone had been in the patient's body for less than a month and was currently quite serious, requiring holmium laser lithotripsy. As per follow up information received via (B)(4) on 28 aug2025, stated that, the hospital had currently reported about 10 cases of long stones related to stents.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-video sample noted one opened (without original packaging), used ureteral stent. Visual inspection of the video sample noted that the stent was stretched, and one end of the pigtail was broken. This does not meet specification per (B)(4) which states missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Correction: b, d, e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.